Manufacturer narrative:
A visual inspection of the returned product shows that the lens has one plate haptic torn into the optic and is missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.